Event description:
Pt reports one of her pumps is alarming "maintenance". Pt does not know what pump it is and would like to call us back tomorrow with info. Advised that would be ok, but we would be sending out replacement pump tonight. Pt will call back with info. No other info available. Ibc from pt to provide sn for malfunctioning pump, sn (B)(4). Pt will call us back with tracking info once she sends it back. Dose or amount: 119 ng/kg/min, frequency: continuous, route: sub q. Dates of use: from (B)(6) 2018 to ongoing. Diagnosis or reason for use: pah.